Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to wear, loosening and osteolysis.

Manufacturer narrative:
Visual inspection of the returned articular surface identified severe pitting and gouges on both the medial and lateral condylar surfaces. Gouges were also noted on the post. The component backside also showed gouges anteriorly. The dovetail feature was noted to be flared out, which is consistent with implant removal. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the persona knee system package insert, wear of the polyethylene articulating surface is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.